Event description:
After laparoscopic cholecystectomy completed, noticed tip of harmonic shear was not intact. Unable to locate piece. X-ray of pt obtained, xray was clear. FDA safety report ID# (B)(4).